Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was unable to fire and the staple line was incomplete but the surgeon was able to press the green button and squeeze the handle. There was no patient involvement.